Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify whether the obturator tip was damaged? Or was the cannula (sleeve) tip was damaged? The cannula tip was damaged. The following information was requested, but unavailable: did any piece break off of the trocar cannula and fall into patient? If a piece of the trocar cannula fell into the patient, was the piece retrieved? Will the broken piece of the trocar cannula be sent back for analysis with the trocar? Or was the broken piece of the trocar cannula discarded?

Event description:
It was reported that before a laparoscopic hysterectomy, the tip of the device was damaged. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: did any piece break off of the trocar cannula and fall into patient? No. The damage was found before the operation. If a piece of the trocar cannula fell into the patient, was the piece retrieved? Will the broken piece of the trocar cannula be sent back for analysis with the trocar? No information. Or was the broken piece of the trocar cannula discarded?

Manufacturer narrative:
(B)(4) date sent: 11/9/2016. Batch # (B)(4). The analysis results found that the 2b12lt device was received with the tip of the sleeve melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any piece break off of the trocar cannula and fall into patient? The tip of the device was damaged, but no pieces fell off. If a piece of the trocar cannula fell into the patient, was the piece retrieved? Will the broken piece of the trocar cannula be sent back for analysis with the trocar? No information. Or was the broken piece of the trocar cannula discarded? No information.